Manufacturer narrative:
Additional PMA/510(k): k042568. Anticipated procedural complication. The device was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. A review of the labeling found that thrombosis is noted as an anticipated procedural complication associated with such procedures. In addition, the physician stated that the event was related to the manipulation of the microcatheter so it was determined that the reported event was an anticipated procedural complication. This report is related to manufacturer report # 2939204-2009-00435, 2939204-2009-00436 and 2939204-2009-00437.

Event description:
Final angiography following the coil embolization of a ruptured anterior communicating aneurysm (acom) demonstrated the complete obliteration of the aneurysm and a filling defect along a branch division of the right middle cerebral artery (mca) due to a small thrombus. The microcatheter was navigated into the mca branch with the clot and 7mg of reopro was injected resulting in the recanalization of the vessel. At the end of the procedure there was no clot noted and circulation through the right mca and its branches was normal. The physician stated that the thrombus was related to the "manipulation of the microcatheter." There was no reported clinical consequence and the patient was discharged ten days post procedure.